Event description:
The pt reported that she attempted to bolus but the infusion device did not respond. Her blood glucose elevated to 33.5 mmol/l (603 mg/dl). Her normal blood glucose range is 5-10 mmol/l (90-180 mg/dl). She injected 15 units of insulin via pen and her blood glucose decreased to 22.5 mmol/l (405 mg/dl) after 2 hours. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.